Event description:
When pt was hoisted off the toilet, he was lowered down onto its wheelchair and the hoist was moved to the end stop where it recharges its battery. The end stop came off, and the hoist wheels came over the end of the track and the charger (which is part of the end stop) came down, as the cable going into the ceiling was not secured. The hoist was left balancing precariously on the end of the track. No injuries were reported.

Manufacturer narrative:
Additional info will be provided upon the conclusion of their investigation.